Event description:
Customer had ear pierced in a retail store with the inverness ear piercing system on 8/10/97. On 9/11/97, the customer sought medical treatment for an infection at the piercing site. The earring was removed and a prescription for antibiotics was provided to the customer.